Manufacturer narrative:
The customer's previous meter has been returned and an investigation is in process. The customer has since received their new meter and reports that it is functioning properly.

Event description:
Customer reported an issue with their precision xtra blood glucose meter, and while waiting for replacement product to be shipped to him the customer was not monitoring their blood glucose. The customer reported adjusting their insulin dosage, and the reported feeling shaky and confused. The customer then reported losing consciousness. Treatment administered in order to stabilize glucose level is unk.